Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a ripped downstream occlusion (dso) seal. Status of the product at the time of the event was during testing. There was no patient involvement. No additional information provided.

Manufacturer narrative:
D9: device received on 1/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a ripped downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.